Event description:
Clinical study. It was reported that following a stenting treatment procedure, the patient experienced in-stent restenosis and target vessel reintervention (tvr). The patient presented for treatment with an acute myocardial infarction (mi). Target lesion 1 was identified in the first obtuse marginal (om1). Target lesion 1 was treated with a 3.50mm x 28mm express 2 stent. Target lesion 2 was identified in the mid right coronary artery (mid rca). Target lesion 2 was treated with 4.00mm x 28mm express 2 stent. There was a 65% restenosis in the mid rca reported by the facility. The restenosis was treated with a 3.50mm x 15mm cutting balloon. The proximal right coronary artery (prox rca) showed 60% stenosis and was treated by an additional implant of a 4.00mm x 16mm taxus liberte drug eluting stent. The patient was discharged the next day. The physician reported the event was possibly related to the device.

Manufacturer narrative:
Device evaluation: the stent remains in the patient and the delivery device was not returned, therefore, no direct product analysis will be available. The shop floor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.